Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. Customer stated that she had flu. Troubleshooting was performed and pump appeared to be operating normally.